Event description:
It was reported that the bd smartsite¿ needle-free connector was blocked during the flush. The following information was provided by the initial reporter, translated from chinese: the nurse reported that the flush and syringe could not be refilled when it was used for the first time. Including the force did not flush away later.

Manufacturer narrative:
A 2000e china sample was not available for investigation; however, the customer confirmed the complaint sample was from lot 22015485. The feedback provided by the customer indicates that it was not possible to prime the set with saline solution as a complete occlusion was detected. The customer also confirmed the connecting product was a 5ml bd flush syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22015485 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.